Manufacturer narrative:
Per the instructions for use, "possible adverse effects" include: ... Nonunion or delayed union, which may lead to breakage of the implant ...; ... Bending or fracture of the implant ...

Event description:
It was reported that x-rays showed a nail fractured at the lag screw hole. Patient outcome: no adverse effect reported as a result of this event.